Manufacturer narrative:
Weight: unk. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted an aa4203tl single-piece silicone lens with toric optic, 15.5 se/2.0 diopter, in the patient's left eye (os) on (B)(6) 2016. A yag was performed on (B)(6) 2016. On (B)(6) 2016 the lens was noted to have dislocated and the lens had slid into the vitreous. The patient also experienced double vision. The lens was explanted on (B)(6) 2016 and replaced with a different model collamer lens. A vitrectomy was performed. The reporter indicated that the cause of the event was the silicone material of the lens.